Event description:
It was reported that while in the cath lab, the intra-aortic balloon ('iab') was prepped per instruction. The super arrow-flex ('saf') sheath was inserted into the patient's femoral artery. The md was unable to advance the iab through the saf sheath. As a result, the md removed the iab and the saf sheath. The spring wire guide ('swg') was not removed. Another iab was opened and a separate 9 fr. Saf sheath was selected off the shelf rather than the sheaths that are in the kit. The iab was prepped and inserted without incident. There were no reported patient complications and no excessive bleeding.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.